Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information, we are unable to determine where the device was manufactured. Results: investigation summary: one sample was returned to sbdm for investigation. The lot number is unknown. Sbdm checked the end-tip of the spike to investigate the fm, likely cause is that it may be occurred during molding manufacturing process and the plastic black spot may be formed at the end-tip of the spike due to high temperature upon injection molding process. Sbdm performed infrared spectrometry on the fm and based on the ir analysis result, it was the same material as of abs resin, the raw material of spike component. Sbdm suppose that it may be occurred during spike molding manufacturing process before IV set assembly. House sample inspection: investigated a total of (B)(4) house samples ((B)(4) for each lot numbers) of sn (B)(4) w/o which were manufactured from 23 oct. 2017 to 27 nov. 2017 because the lot number was unknown for this complaint. There were no issues found. DHR review result: unable to perform as lot number was not provided. Investigation conclusion: based on the investigation result of the complaint case, fm (black spot) in IV set spike, likely cause is that it may be caused by incomplete ventilation of the abs resin gas, which causes plastic carbide to be formed at the end-tip of the spike because of aging of the mold pin. Root cause description: the likely root cause is that abs resin gas is occurred by high temperature during IV set spike molding manufacturing process and causes plastic carbide to be formed at the end-tip of the spike because of aging of the mold pin, this is due to incomplete ventilation of the abs resin gas. Corrective actions to prevent the recurrence of the case are as follows: we had quality training on this customer complaint for injection molding line workers. We are implementing strict product & process monitoring and strengthening quality inspection for molding manufacturing process. We completed mold repair and maintenance to improve gas ventilation of spike mold and resume the production from march 29th. We are implementing 100% inspection for spike+chamber assembled part effective from november 13th, 2017. (B)(4).

Event description:
It was reported that a nurse found foreign matter in the spike of a bd¿ IV set sn (B)(4) w/o bp y-conn prior to use. There no report of injury or medical intervention.